Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The diffusely stenosed de novo lesion was located in a non-tortuous and moderately calcified left anterior descending artery that was 2.5mm in diameter. The lesion was predilated with a 2.5mm apex balloon. A 3.0x24mm promus element drug eluting stent was implanted proximally in the lesion. A 2.5x24mm promus element drug eluting stent was implanted distally in the lesion, overlapping with the 3.0x24mm stent. The physician reported, having to pull back hard to remove the balloon from the 2.5x24mm stent after deploying. The balloon was removed intact and fully deflated. The lesion was post-dilated with a 2.5mm apex balloon. No pt injuries or complications occurred. Pt status is satisfactory. This product is only ous approved but it is similar to an approved united states device.

Event description:
It was reported that the device was explanted after an implant duration of approximately 8.2 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.